Manufacturer narrative:
This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of fallopian tube enlargement ("fallopian tubes swollen"), device dislocation ("essure sticking out of fallopian tube") and uterine infection ("infections of the uterus at the ends of the springs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deposit issue "essure coils calcified" (seriousness criteria medically significant and intervention required). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abdominal pain ("pain in the abdomen"), hypersensitivity ("allergic reactions"), menorrhagia ("heavy bleeding during menstruation"), fatigue ("extreme fatigue"), nausea ("nausea"), arthralgia ("pain in the hip and knee"), skin disorder ("skin problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), affect lability ("emotional instability"), mood swings ("mood swings") and personality change ("change of character"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube enlargement, device dislocation, uterine infection, abdominal pain, hypersensitivity, menorrhagia, fatigue, nausea, arthralgia, skin disorder, alopecia, tooth disorder, affect lability, mood swings and personality change outcome was unknown. The reporter provided no causality assessment for abdominal pain, affect lability, alopecia, arthralgia, device dislocation, fallopian tube enlargement, fatigue, hypersensitivity, menorrhagia, mood swings, nausea, personality change, skin disorder, tooth disorder and uterine infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("essure removed") and uterine infection ("infections of the uterus at the ends of the springs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine infection (seriousness criterion medically significant), fatigue ("extreme fatigue"), nausea ("nausea"), abdominal pain ("pain in the abdomen, hip and knee"), arthralgia ("pain in the abdomen, hip and knee"), skin disorder ("skin problems"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), tooth disorder ("dental problems"), affect lability ("emotional instability"), menorrhagia ("heavy bleeding during menstruation"), mood swings ("mood swings") and personality change ("change of character"). At the time of the report, the medical device removal, uterine infection, fatigue, nausea, abdominal pain, arthralgia, skin disorder, hypersensitivity, alopecia, tooth disorder, affect lability, menorrhagia, mood swings and personality change outcome was unknown. The reporter provided no causality assessment for abdominal pain, affect lability, alopecia, arthralgia, fatigue, hypersensitivity, medical device removal, menorrhagia, mood swings, nausea, personality change, skin disorder, tooth disorder and uterine infection with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.